Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one video was provided for review. The video shows a clinician was flushing the catheter with an infusion set where leak was noted in the catheter. It is unclear that leak occurring from crack or hole in the catheter. Therefore, the investigation is confirmed for the reported fluid leak issue and poor suction issue as it is a cascading failure due to fluid leak. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent port placement procedure using powerport isp MRI 6f chronw/os. Approximately 1 months 14 days, post procedure on (B)(6) 2025, the catheter was allegedly found leakage occurred. Reportedly, the catheter was allegedly found blood return aspiration not smooth. It was further reported that patient allegedly experienced thrombus. The current status of the patient was unknown.

Event description:
On (B)(6) 2025, a patient underwent port placement procedure using powerport isp MRI 6f chronw/os. Approximately 1 months 14 days, post procedure on (B)(6) 2025, the catheter was allegedly found leakage occurred. Reportedly, the catheter was allegedly found blood return aspiration not smooth. It was further reported that patient allegedly experienced thrombus. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, videos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.